Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had replace battery alarm. The customer also stated that they did not received low battery alert prior to the replace battery now alarm. The customer's blood glucose value was 10 mmol/l. The customer also stated that the insulin pump had a power error. The device will be returned for the analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The device had pump error 25 due to connector resistance issue. The device was received with normal operating currents and no unexpected power loss alarms.